Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack is due to a material issue on a vendor supplied part. The device history record could not be reviewed due to the unknown lot number.

Event description:
A complaint was received regarding a 7" smallbore ext set w/microclave® clear (green ring), 0.2 micron filter, clamp, rotating luer that experienced leakage. The reporter stated that the PICC dressing found saturated with fluid. They had difficulties during PICC insertion with leakage at the extension set. When the dressing was removed, the line was flushed and no identifiable source of leakage, however the lipid was visible in the connection of the extension set to the PICC dressing. Extension set was replaced under sterile conditions. The event date occurred on 17-mar-2025. Status was during a2. Failure (i.e. While preparing for, in use, after use). The level of harm was unknown though there was no serious harm reported. There was unexpected or prolonged care.thus, there was patient involvement, no human harm and unknown delay in therapy reported.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. E1 - this complaint was received through: (B)(6).